Manufacturer narrative:
One opened probe was received with a tip protector for the report of tip was broken. The returned sample was visually inspected and was found non-conforming with the cutter stuck in the port. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A few wear marks were observed at the bend area of the inner cutter. The extension pulled out of the coupling. No presence of adhesive was observed on the extension. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The evaluation did not confirm that the returned probe had a broken tip, as was reported. The complaint evaluation indicated that the probe had a quality issue that would have resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that towards the beginning of use in surgery the adhesive bond failed, causing the extension to detach from the coupling. The complaint evaluation did not confirm a broken tip, therefore no action was taken by the manufacturing site in relation to the reported event. An internal CAPA investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: 2019-17994

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrector's tip broke during a vitrectomy procedure. There was no harm to the patient.